Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and medical experts¿ assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- ¿the tibial component is not showing relevant cysts, radiolucence or other clear signs of loosening. The pe cannot be assessed directly, but there are no indirect signs of breakage or dislocation. The talar component does show some radiolucence and slight cysts especially at the anterior aspect. The finding is compatible with a loosening of the talar component.¿ based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by cysts around the talar component which resulted in loosening of the component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.